Manufacturer narrative:
Date sent to FDA: 8/28/2020. H6 patient codes: 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient had a revision surgery on (B)(6) 2015. It was reported that following the procedure the patient experienced hernia recurrence and infection. It was reported that the patient had a removal surgery on (B)(6) 2015. It was reported that following the procedure the patient experienced pain, infection and hernia recurrence. It was reported that the patient died on (B)(6) 2019 due to respiratory failure as a consequence of acute respiratory distress syndrome and incarcerated ventral hernia with ischemia. No additional information provided. (B)(4) submitted for adverse event which occurred on 11/13/2015. (B)(4) submitted for adverse event which occurred on 11/30/2015.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.